Event description:
It was reported both handpieces gave solid tones while in the case. A third handpiece was used and the case continued with no consequence to the pt. The biomed later confirmed the lockout with a test strip. The purchasing agent did not know the case specifics.